Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gallstones removal and cholecystectomy. Concurrent conditions included overweight, abdominal pain, keloid scar, anxiety, intra-abdominal cancer advanced, epigastric pain, renal cyst nos, ovarian cyst and squamous cell metaplasia. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish/ mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced pain ("physical pain/ pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oopherectomy(lef). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, pain, anxiety, vaginal haemorrhage, menorrhagia, weight decreased and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pain, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: bilat renal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight loss. Most recent follow-up information incorporated above includes: on 30-oct-2018: this case was identified as a duplicate of case 2013-121530 (MFR number 2951250-2018-02686) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gallstones removal and cholecystectomy. Concurrent conditions included obesity, abdominal pain, keloid scar, anxiety, intra-abdominal cancer advanced, epigastric pain, renal cysts, ovarian cyst and squamous cell metaplasia. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish/ mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced pain ("physical pain/ pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oophorectomy(lef). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, pain, anxiety, vaginal haemorrhage, menorrhagia, weight decreased and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pain, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram abdomen - on (B)(6) 2013: bilat renal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight loss . Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs and medical record received. Reporter's information was added. Events added: abnormal bleeding (vaginal, menorrhagia), weight loss, depression. Concomitant diseases, historical condition and lab data were added. Outcome of event pain was updated to recovering/ resolving. Initial, fu 1 and fu 2 processed together. On (B)(6) 2018: initial, fu 1 and fu 2 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.